Event description:
A malfunction was reported, identified by the malfunction code malf 24. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to send a replacement pump with updated software, and the customer was informed of the procedures for returning the faulty pump and the steps to take upon receiving the replacement. The customer acknowledged and understood these instructions. Customer reverted to an alternate method of insulin therapy.